Manufacturer narrative:
Additional product code: ktt. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, patient underwent unplanned revision surgery for bleeding/bruising as a result of metallosis. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves fourteen (14) devices. This report is for (1) 3.5mm locking screw slf-tpng. This is report 7 of 10 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: code 3191 used to capture metal poisoning. H3, h6: part: 212.105, lot: l509498, manufacturing site: mezzocivo, release to warehouse date: 24. July 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A DHR review was not performed for this pi. This is the sterile (european) lot number. Please provide the corresponding monument lot number and resubmit. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.